Event description:
The physician performing cataract surgery with attempted implantation of the crystalens. During iol insertion with the staar surgical lens injector system, the capsule tore. The incision was enlarged and the iol was removed and replaced successfully with a different lens model.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies, or unusual findings that relate to the reported issue. The lens was returned to b&l and subjected to visual inspection. The investigation revealed no cosmetic defects. The lens was then subjected to dimensional analysis, which revealed the lens was within dimensional specifications.